Event description:
The manufacturer received information alleging a ventilator's settings were switching automatically. There was no report of patient harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was switching settings automatically while in use. The device's software was reloaded to address any issues.